Event description:
It was reported that during testing it was found that the amplitude on the external pulse generator was not within range. The generator was returned for service. There was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case and main keypad are contaminated.